Event description:
Approximately 1 year 6 months after an initial right tsa, the patient presented with instability/subluxation from a rotator cuff tear and superior and anterior migration of the humeral head. The outcome of this event was resolved by standard total revision with preserves stem. The case report indicates the event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 310-02-50 - equinoxe, humeral head tall, 50mm (beta): 5929415. 300-10-45 - equinoxe replicator plate 4.5mm o/s: 6343808. 300-30-07 - equinoxe preserve stem 7mm: 5877234. 300-20-02 - equinox square torque define screw drive kit: 6310852. 531-78-20 - shouldr gps hex pins kit: 6319672. A10012 - gps implant kit v2: 11000619057.